Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation found the door able to latch close with a loaded IV set, however the force required to secure the door is above expected levels corresponding with the reported symptom. Door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump does not recognize when the pump door is closed. It was also reported there was no patient injury.